Event description:
A high frequency ventilator stopped oscillating while on a patient. The diaphragm, cap and tubing were changed, but the ventilator would still not function. The nurse bagged the patient until the respiratory therapist could replace the ventilator. The patient was unharmed by the interruption of therapy.